Event description:
The company was informed that the patient elected to explant her internal device for a technology upgrade. The patient will be reimplanted with another advanced bionics device. Surgery date will be scheduled.